Event description:
Customer is reporting high background and normal signal strength in multiple lots of secore kits a, b, c and drb1. This would result in a no type. Customer complaint was reported by MFR rep. Secore a locus sequencing kit, catalog #5300025, lot #1314714 has been identified in the complaint as having this problem. (B)(4).

Manufacturer narrative:
Secore drb1 locus sequencing kit, catalog #5300025, lot #1314714 is on-going.